Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-mar-2019 with the following findings: a review of the black box showed the force readings did not reach zero. The daily insulin totals correctly reflected the user¿s programmed basal rates. The rewind, load, and prime steps were performed successfully. The force sensor calibration testing confirmed the force sensor was detecting the correct force. No loss of prime alarms occurred during testing. The pump passed delivery accuracy testing and was found to be delivering within specifications. The pump was opened and no damage was found to the force sensor circuit.

Manufacturer narrative:
Correction to brand name, model number, PMA 510 (k)# and serial number. The primary product was updated to the animas vibe.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl with tinging in the face, fingers and feet associated with an alleged loss of prime issue. It was unknown whether or not the patient remained on the pump. The patient did state that has had treated himself with injections. During troubleshooting with customer technical support, the patient stated that this issue has occurred several times before but refused to provide an actual date stating when the issue first began. The patient was advised to discontinue use of pump and got to an alternate form of insulin delivery. The patient refused to complete troubleshooting and stated he did troubleshooting in the past and refused to do an additional troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to issues with the pump. The pump could not be ruled out as a contributing factor.